Event description:
The system powered off and on without user intervention. The system then displayed a "saline pump malfunction overspeed" message several times. Following completion of the procedure, the system was manually powered off and on and the disposable kit was replaced. Another error message was then displayed. The system was left powered on and subsequently began contrast delivery without user intervention. The system was not in use with a patient when the contrast delivery occurred.